Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description:"alarm 5003 -> alh_low_oxygen repeats during ventilation. During test 8 - ptank does not decrease, remain stucked. Mixer gain test can not complete 1 complete cycle, still processing, ptank remain stucked".